Event description:
The homecare services representative sent an email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. The customer reported product code l5c4531, lot number h11j23017 leaked for the last few nights. It was reported that there was a puddle on the floor. The customer still has nine cassettes left. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not available, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.